Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's hip was revised due to trunnionosis.

Event description:
It was reported that patient's hip was revised due to trunnionosis.

Manufacturer narrative:
Corrected data: g1 - manufacturing site for devices an event regarding revision due to wear involving an restoration modular body was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: no medical records were received for review with a clinical consultant -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including device ID and evaluation, operative reports, progress notes, histopathology reports and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.